Event description:
It was reported that when an asymptomatic patient presented in device bvvi following a patient notifier. The patient was asymptomatic throughout, and the device was reprogrammed and restored to normal function.